Event description:
It was reported that pump experienced malfunction alarm identified as malf 0 with associated fault code and was having button and charging issues, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to let pump battery fully deplete before return, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump after confirming warranty and shipping details.